Event description:
An ercp procedure was performed including removal of a stent and extraction of two stones in the biliary duct. The balloon was placed behind the stones and inflated to dislodge the two stones. During the first attempt, the balloon ruptured on the stone. The physician then made second attempt to remove the stones with another tri-ex balloon and resistance was encountered. The physician pulled the device with force and a portion of the distal end of the catheter broke off in the patient's ampulla of vater. The physician then removed the remaining portion of the balloon catheter, inserted a polypectomy snare, and retrieved the broken portion of the balloon catheter. The procedure was then completed by removing the stones with a stone extraction basket.